Event description:
The impedance values were low and out of range on 3 out of 4 electrodes following a revision of the ins. The lead, extension and adaptor were then replaced. The patient was receiving excellent stimulation and was very pleased.

Manufacturer narrative:
Concomitant medical products: extension model 7495-51 serial# (B)(4) implanted: (B)(6) 1995 explanted: (B)(6) 2012. Lead model 3487a-33 lot# l35773 implanted: (B)(6) 1995 explanted: (B)(6) 2012. Programmer model 7435 serial# (B)(4).

Event description:
The health care provider confirmed that the lead had fractured.